Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that a fielder fc guide wire was used with another non-abbott guide wire for support to cross the highly calcified distal left anterior descending (lad) lesion. The attempt took about 45 minutes and 2 tornus catheters were used. A voyager nc 2.5 x 12 was used to further dilate the calcified lesion. The balloon did not open up fully at 20 atmosphere (atm). The balloon was inflated to 30 atm and ruptured. The voyager was changed to a non-abbott balloon catheter and the same thing occurred with that device. The case was abandoned. Reportedly, there was no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted a longitudinal rupture in the distal balloon taper extending proximally for a length of 6 mm, confirming the reported info. There were no scratches visible. There was balloon peeling in the middle of the balloon. Scanning electron microscopy (sem) analysis determined that the rupture may possibly be related to exposure conditions or a material/processing discrepancy. The failure initiated along the inner surface of the balloon. Longitudinal lines and partial tearing were observed along the inner surface adjacent to the fracture, which is consistent with high pressure and multiple inflations. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The pt anatomy was highly calcified which likely contributed to the balloon reportedly not opening up fully at 20 atm. Additionally, an interaction with the highly calcified lesion likely contributed to the noted balloon peeling. It was also reported the catheter was inflated to 30 atm, which is above the rated burst pressure (rbp) of 18 atm. It should be noted in the voyager nc instructions for use (IFU) it states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It is likely that the over-inflation of the balloon resulted in the balloon rupturing. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report and all lot release testing met manufacturing criteria. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.